Event description:
It was reported the patient received the following results within 15 minutes: 267 mg/dl and 61 mg/dl. The patient experienced symptoms of hypoglycemia. He felt weak and dizzy, but the patient was able to self-treat with 2 tablespoons of honey and felt better.

Manufacturer narrative:
Section h6: device was received in a condition which made analysis impossible. The customer returned an empty test strip vial.